Event description:
It was reported the pt ((B)(6)) is without stimulation and is unable to establish communication with the ipg via either the programmer or charging system. Efforts to establish communication with use of a new charging system were not successful. Surgical intervention was undertaken to replace the pt's ipg, and the reported issue was resolved. The explanted device was retained by the medical facility.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.